Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the part of the handpiece where the electrosurgery module cem nosecone is attached was burned out during use in the operation. The user stopped using the handpiece. There was no health problem for the patient reported.